Manufacturer narrative:
H10: manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing was performed. Visual inspection found cracked right plunger case, top case left corner chipped. Functional testing found a blank screen with constant alarm at power up. Uploaded software from base to head of the pump to solve the reported problem. Updated to software version v1.6.4. The root cause of the reported issue was found to be incorrect process for software update by customer. This remediation MDR was generated under protocol b10010579, as a result of warning letter cms# 617147.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when required.

Event description:
It was reported that the pump will not power up backlight. There is a steady alarm during testing. There was no patient injury.